Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi grand slam. Guide catheter: launcher 7 fr. Sheath: prelude 7 fr. Stent: promus element 2.5x22. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while deploying a 2.5x32 non-abbott stent in the posterior lateral coronary branch, a perforation occurred at the distal stent edge. To treat the perforation, a 3.0x19 jostent graftmaster covered stent system was introduced via femoral access, but was unable to advance through the moderately tortuous, severely calcified mid right coronary artery to treat the perforation. Despite coil embolization, pericardiocentesis, and medical management, the patient expired due to coil embolization failure. No additional information was provided.